Event description:
It was reported that during the implant attempt at the time of lead insertion, the coil appeared to separate. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): lead analysis showed the defib conductor was distorted. Full lead returned and analyzed.